Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred. There was no reported impact to the customer's blood glucose level. Customer was later able to load a new cartridge onto the pump.

Manufacturer narrative:
The reported issue was confirmed in addition to another issue being found.